Event description:
It was reported during ablation of an atrial flutter (afl) procedure, high noise appeared on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto system and the ep recording system. There was no patient injury reported in this case. Upon request for additional clarification on the event, the bwi field representative stated that the noise was so bad that it was not possible to work with. There was a problem with the epu-system and that the physician has called the hotline. The case was completed with the same catheter. Per the bwi field service engineer, it was described that the map catheter signal would overlap all other signals with huge amplitude. After 10 seconds, the noise would become less and after 20 seconds it would be nearly gone. After disconnection of the direct ge ic out and direct ge bs ECG out connection cables the noise appeared again during ablation on the carto system, but intermittent (after a few seconds).

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during ablation of an atrial flutter (afl) procedure, high noise appeared on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto system and the ep recording system. The noise was so bad that it was not possible to work with. The case was completed with the same catheter. There was no patient injury reported in this case. A new bs ECG-in cable set was installed, and as a result, the noise had disappeared. The noise did not reoccur, neither on the carto system, nor on the ep recording system. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. An internal corrective action has been opened to address this issue.